Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 2800 23mm bioprosthetic aortic valve, implanted approximately seven (7) years and five (5) months, was explanted and replaced with a 3300tfx 23mm aortic pericardial valve. Through follow up with the health care provider, it was learned this patient expired on the same day as explant of this device with the cause of death due to congestive heart failure, aortic valve and coronary artery disease with morbid obesity and hypertension being major contributing factors. A discharge summary was provided and indicates this patient presented with recurrent valvar aortic stenosis, severe congestive heart failure, and recurrent coronary artery disease for a redo sternotomy, redo aortic valve replacement, and redo coronary artery bypass grafting. The patient was taken to the operating room and underwent the above procedure. She developed complete left ventricular myocardial failure post cardiopulmonary bypass and was unable to be successfully weaned from cardiopulmonary bypass, and expired essentially in the operating room postprocedure.

Manufacturer narrative:
Additional manufacturer narrative: calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying.

Event description:
Through follow up with the healthcare provider edwards learned that the hospital's final pathologic diagnosis indicated that the prosthetic aortic valve showed fibrosis, mild chronic inflammation, and extensive dystrophic calcification.

Manufacturer narrative:
Device not returned. This device is not available for return and evaluation. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Bioprosthetic valves have been proven to have excellent long term durability. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration or endocarditis. These are typically due to patient factors such as age, gender, and prior medical history of hypertension, diabetes and renal disease. This patient had a 10-year history of aortic stenosis and insufficiency, was morbidly obese and had severe pulmonary hypertension. The operative report indicated during the operative procedure this patient was arrested on cpb for over one hour, with manipulation of inotropic infusions of milrinone, dobutamine, and epinephrine. Despite several attempts at weaning from cpb under tee guidance, the left ventricular mass did not restore adequate function for adequate perfusion. When the patient was not successful from weaning from cardiopulmonary bypass despite maximal inotropic infusion, we did not place a ventricular assist device, as the patient, nor her family, were interested in escalating care to that level, and it was felt given the totality of the situation, she would not have made a meaningful recovery. Therefore, she was essentially pronounced dead in the or at the close of the procedure from myocardial failure and failure to wean from cardiopulmonary bypass. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 2800 23mm bioprosthetic aortic valve, implanted approximately seven (7) years and five (5) months, was explanted and replaced with a 3300tfx 23mm aortic pericardial valve. Through follow up with the health care provider, it was learned this device was explanted due to stenosis of all three leaflets. Prior to device replacement, it was noted the patient had depressed ejection fraction. The new pericardial valve was implanted without difficulties. Patient developed severe left ventricular failure. Unable to wean from cardiopulmonary bypass (cpb), the patient¿s condition was reviewed with the family. Not wanting heroic measures, additional support was not pursued and the patient expired in the operating room. Official cause of death was given as congestive heart failure. Comorbidities included aortic valve stenosis, coronary artery disease, morbid obesity and hypertension.